Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's hemoglobin level had fallen from 105 to 76, which was consistent with acute bleeding. The patient's international normalized ratio (inr) was 2.5 at the time. The patient's prothrombin time ratio was 1.3. The patient was admitted to the hospital, and treated with medication and blood transfusions.

Event description:
The site of bleeding was identified to be intra-abdominal. After treatment, the bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-003893 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. A direct correlation between the device and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.